Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump did not deliver insulin and customer was admitted in intensive care unit due to high blood glucose on unknown date with blood glucose of 489 mg/dl. The customer was not wearing the insulin pump during the call. The reservoir will not be returned for analysis.